Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the low alert was not going off on the smart device. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be that the g5 application was closed.